Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3 alarm was confirmed, however it was determined that the motor was unrelated to the cause of the event. The centrimag motor (serial number (B)(4) was not returned for analysis. The reported s3 alarm was confirmed via the centrimag console¿s investigation (serial number (B)(4), addressed under pi-2020-0013582-01), and no additional issues regarding the motor were reported or observed no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The cause of this event is not conclusive and is also reported in cmag console (s/n: (B)(4)) under MFR #2916596-2020-00379. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the intensive care unit (ICU). The pressure cable from the centrimag (cmag) console was accidentally disconnected the clinical team. The cmag console subsequently alarmed showing s3 alarm. The primary cmag console was switched with a backup console.